Event description:
It was reported by repair work order that the customer alleged the cot was stuck on the power load trolley and could not be released. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.